Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: unspecified mentor saline breast prosthesis, catalog and lot numbers are both unknown (B)(4)

Event description:
It was reported that a (B)(6) -year-old female patient underwent a breast augmentation with an unspecified mentor saline breast prosthesis. In 2015, the patient observed that the left implant and the right implant look drastically different. On (B)(6) 2018, the patient reported that she developed capsular contracture in both breasts, baker grade ii/iii in her right breast, baker grade iii in her left breast. In addition, she reported a possible deflation of her left breast prosthesis. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the left breast prosthesis.